Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, customer reported the autopulse platform (serial (B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) message upon powering on. The crew was unable to clear the advisory and performed manual CPR. No consequences or impact to patient.

Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(6)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message upon powering on was confirmed during the functional testing and in the archive data review. The root cause for ua7 was due to a defective load cells. The cracked front enclosure and a defective load cells were likely attributed to mishandling such as a drop. Upon visual inspection, cracked front enclosure was observed likely due to user mishandling such as a drop. The observed physical damages are not related to the reported complaint. The front enclosure was replaced to address this issue. The archive data review indicated multiple occurrence of ua07 error messages, thus confirming the reported complaint. The initial functional testing of the autopulse platform passed without any fault or error. However, during further functional testing, the load sensing system has detected a weight/load imbalance between the two load cells (checked during power-on-self-test). Load cell characterization results confirmed load cell module (2) under-reported (defective). Replaced load cell module 2 to remedy the complaint. After service repair completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(6).